Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient and consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that 2-3 days ago, the patient suddenly felt panicked, her head was turned to one side, and her eyes were fluttering and dilated while at the health care provider's (hcp) office. It was also stated that when the implantable neurostimulators (ins) were interrogated, one device said on/ok while the other one displayed the "key screen". The patient programmer was reset, and when the ins was interrogated again, it said on/ok. It was also reported that following a recent replacement, the device was programmed on lower settings causing the patient to not do well. The patient had a harder time walking/had a little problem using her legs as they were shaking. The patient took her parkinson's medication as she previously forgot and felt more like herself. The previously mentioned programming change following the implant was reverted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.